Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
This eno dr was implanted at (B)(6) 2022. At post implant interrogation some hours later, the device was found in stand by mode and interrogation was aborted. New interrogation showed a message of implant detection deactivation and statistics have started from (B)(6) 2022. Battery impedance was 1.18k and battery longevity only 5 years. Attached pics are taken by dr. Haviar.

Event description:
This eno dr was implanted at (B)(6) 2022. At post implant interrogation some hours later, the device was found in stand by mode and interrogation was aborted. New interrogation showed a message of implant detection deactivation and statistics have started from (B)(6) 2022. Battery impedance was 1.18k and battery longevity only 5 years.

Manufacturer narrative:
This third MDR (second follow up) to correct the date received by manufacturer. It was noted in the previous follow up (10/17/2022) which is the awareness date. The correct one is 11/18/2022 which the date of the last information received (analysis of the records provided by the third party).

Event description:
This eno dr was implanted on (B)(6) 2022. At post implant interrogation some hours later, the device was found in stand by mode and interrogation was aborted. New interrogation showed a message of implant detection deactivation and statistics have started from on (B)(6) 2022. Battery impedance was 1.18k and battery longevity only 5 years.